Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation showed the suture and both anchors were not returned. The depth limiter button was in the default position. The actuator tip was in the t2 position. A functional evaluation showed the actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that may have contributed to the reported event include contact with another source causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a procedure using a fast-fix 360 curved ndl delivery sys, after deployment of t1, t2 deployed prematurely and both implants deployed through the meniscus. The procedure was successfully completed with a non-significant delay using a back-up device. No patient complications were reported.